Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. During software download to address a programmer displayed error upon initial interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed.

Manufacturer narrative:
(B)(4).